Manufacturer narrative:
Initial reporter¿s phone number: (B)(4). Reporter¿s name and email address were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the control unit was not functioning. It was further noted that the motor was defective. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device wore the battery device out faster than normal while in use with the battery casing device. During in-house engineering evaluation, it was observed that control unit was not functioning. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Returned to manufacturer: the returned date to manufacturer was documented as unknown in the initial report. It has been updated to (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.